Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 3max reperfusion catheters. During the procedure, two 3max catheters met resistance and became fractured while advancing through a penumbra system 5max ace reperfusion catheter. The procedure continued using a new 3max catheter. There was no report of an adverse effect on patient.

Manufacturer narrative:
The 3maxc catheter was ovalized approximately 53.5 cm from the distal tip. The complaint has been evaluated. The complaint indicates that resistance was felt while advancing both 3maxc catheters through the same 5max ace catheter. Evaluation of the first returned 3maxc catheter revealed a fracture approximately 15.5 cm from the distal tip and the catheter was also ovalized along the fracture area. The second returned 3maxc catheter was ovalized approximately 53.5 cm from the distal tip. The 5max ace catheter involved in the incident was not returned for evaluation. It is not possible to determine if damage or tortuosity of the 5max ace contributed to the resistance reported since it was not returned. The type of damage noted on both catheters is typically seen when the guide catheter is ovalized in anatomy. In this case, the catheters are stressed beyond the limits of their specifications due to over-manipulation and pushing against resistance. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. (B)(4).